Event description:
Site-rite standard roll stand/base tipped due to the bolts, that attach the base, have stripped separating the base making the roll stand top heavy. Nurse grabbed the site-rite before it fell, in doing this, she sprained her shoulder, causing a trip to the ER and missing three days of work.

Manufacturer narrative:
The device has not been returned to the manufacturer at this time for evaluation. A chr review showed no other similar product complaint file(s) from this lot.